Event description:
It was reported the light source presented error message b30 during set up/inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: it was found that the fan of the device was clogged due heavy dust. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the customer reported complaint was not established. However a presumable cause of clogged fan was due to heavy dust adhesion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.